Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported that on the clinitest covid19 self test for lot 2202597eua, the whole pad was pink. C-line was distuinguishable but t-line / result was unreadable. There was no reported injury due to this event.

Manufacturer narrative:
More information has been requested from the customer to be able to perform further investigation. However, customer could not provide pictures and with no pictures, the manufacturer cannot understand the issue in detail. Proper technique was used and the customer has used other siemens tests before and did not have this issue. The cause of this event is unknown.

Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2203597eua, no irregularities were found. Tests retained from lot number 2202597eua were tested with product buffers & clinical samples. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the complaint related lot. The cause of this event is unknown.